Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. As a result, the rv lead was explanted and replaced. The physician decided to also electively explant and replace the pacemaker device and right atrial (ra) lead at the same time. No additional adverse patient effects were reported.